Event description:
The user facility reported an impella 5.5 pump placed to support a patient with cardiogenic shock and cardiomyopathy. The pump had a purge leak on day 8 but the pump remains on for support due to the decisions still going for either a left ventricular assist device or transplant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.". ¿clean the connector cable with 70% isopropyl alcohol.¿.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella device was not returned for evaluation. Due to a lack of data logs returned and no product, the root cause of the purge leak - pump cannot be determined. D6b explant date added.